Manufacturer narrative:
The returned segment of catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.